Event description:
During the procedure, a portion of sheath detached in the patient. The patient is stable.

Event description:
During the procedure, a portion of sheath detached in the patient and a snare was use to retrieve the detached portion. The sheath was introduced into the vein on the patient¿s left groin site. A cs catheter was then introduced through that sheath. Approximately 20minutes later, it was noted that the hub and the tubular part of the sheath had disconnected. The hub portion was outside of the patients body and the tubular portion had migrated forward past the patients skin and into the vessel itself. Once this was noticed, approximately 1-2hrs were spent trying to remove the tubular portion of the sheath from the patient. Two snares were placed through an agilis, through an 18f sheath, on the right groin to retrieve the detached portion of the sheath after removal of the detached tubular portion of the sheath, pressure was held at the original access site to make sure there was no bleed back and the decision was made to continue the case. The patient is in stable condition.

Manufacturer narrative:
One 7f fast-cath cath-lock introducer sheath was received for evaluation. Visual inspection revealed the sheath hub had been detached from the sheath tubing; the sheath tubing proximal end had been fractured. The sleeve remained attached to the hub. The sheath had been bent 1.60¿ proximal to the distal tip. The reported issue is consistent with ep luer sheath hub detachment issues.